Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was described as approximately 20 ml of blue fluid leaking under the instrument during the instrument startup process. The leak was not contained within the instrument, and the customer could not identify the source of the leak. There were no instrument generated error messages in conjunction with the leak. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. The customer was wearing a lab coat and gloves when the leak was identified. There were no reports of biohazard exposure to open wounds or mucous membranes. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On 12/22/2014, a beckman coulter field service engineer (fse) evaluated the instrument and found a stain leak under the radom access module and replaced the tubing at the stain chamber waste (vc24) pinch valve to resolve the leak. (B)(4).